Event description:
It was reported that the touch screen was cracked and that the pump indicated a data log corruption; cause for the crack screen was unknown. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.